Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation and diaphragmatic stimulation approximately one month post implant of the left ventricular (lv) lead. High thresholds and a loss of pacing capture were noted. A lead dislodgement was suspected. The lead was explanted and replaced. During the replacement procedure, an lv lead was attempted but not used due to poor patient anatomy. Placement difficulty was noted as the "lead was not able to stay in the target vein." An alternative lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).